Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 95% stenosed lesion being treated was located in mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x20mm maverick balloon. A 2.75x32mm taxus express2 drug eluting stent was placed. Then the 90% stenosed lesion located in the mid right coronary artery (rca) was treated with a 3.50x24mm taxus express2 drug eluting stent. The final result was excellent with no residual stenosis or dissection. Medications given: versed, fentanyl, angiomax, plavix, and nitroglycerin. Six days post the initial procedure the pt presented with a st-elevation myocardial infarction. Angiography identified a thrombosis in the previously placed taxus stent, located in the lad. Several inflations were made with a 2.5x20mm and a 3.0x20mm maverick balloon, flow was reestablished. Medications given: heparin, integrilin and nitroglycerin. Pt status reported as "stable".